Event description:
On (B)(6) 2011, it was reported that the patient was scheduled for a prophylactic battery replacement due to a battery life calculation that showed negative years until eri=yes and because the patient was having nocturnal seizures; unknown whether seizure rate was above or below pre-vns baseline levels. The patient went for prophylactic battery replacement on (B)(6) 2011 and the explanted generator was sent to the manufacturer for product analysis. The generator is currently undergoing product analysis that has not yet completed. The returned product form also stated that the patient was experiencing a lack of efficacy. The physician reported that the lack of efficacy was first observed between (B)(6) 2011 and was due to a six year old battery that was run with a high duty cycle. The relationship of the nocturnal seizures to pre-vns baseline levels is difficult to assess according to the physician. Since the patient's seizures occur at night it is likely that it is hard to discern how many seizures the patient is having unless they were in a monitoring center. The physician said that the nocturnal seizures are related to the device losing efficacy. When additional information is received, it will be reported.